Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. Omsc surmised that the cable or ccd unit of the device failed due to applied unexpected external stress. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure, the endoscopic image flashed then the screen only showed color bars. The user continued to use the subject device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.